Event description:
Revision occurred approximately 11 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 32 mm + 3 standard humeral cup explanted and replaced with a 32 mm + 9 stability humeral cup.

Manufacturer narrative:
Revision occurred 11 months after primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.